Event description:
It was reported that the patient had a burning sensation and irritation at the ipg site after charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.